Manufacturer narrative:
The reported failure of a battery cell under-voltage condition within the battery pack is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. DHR for this device will not be reviewed at this time.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at a third-party service center. Initial inspection identified multiple issues, including a missing handle o-ring kit. Additionally, the front case exhibited missing plastic, and the warning label was damaged. During functional testing, the device failed the internal battery capacity and detachable battery capacity tests. These tests verify that the batteries maintain the charge level required for testing and do not affect therapy delivery. Review of the error logs following repair testing identified an error indicative of a battery cell under-voltage condition within the battery pack. As a result, both the detachable and internal battery packs were replaced. Following retesting, the device failed the detachable battery capacity test again. Further evaluation determined that the printed circuit assembly (pca) power management board had experienced a functional failure and required replacement. Following the repair, the device passed all testing.